Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported losing consciousness (loc) following a discrepancy between cgm and blood glucose readings. Prior to the event, the cgm displayed 180 mg/dl. The patient was unable to perform a confirmatory fingerstick blood glucose (fsbg) at that time. Emergency medical services (ems) were activated, and the patient was transported to the emergency department (ed) by ambulance. During transport, a fsbg showed 30 mg/dl. Upon arrival at the ed, the patient received intravenous (IV) fluids. After regaining consciousness, both the cgm and confirmatory fsbg readings of 140 mg/dl. The patient was under observation from approximately 11:00 am to 8:00 pm and was discharged after stabilization. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.